Event description:
Pt admitted to ccu where telemetry was showing periods of asystole with failure to capture in the ventricular lead. Telemetry showed failure to capture with pauses up to six seconds accompanied by near syncopal episodes.